Event description:
It was reported that the burr cannot be removed and also when shaken there is rattling sound due to a part coming off or being broken. The patient impact is unknown at the time of report. Additional information received that there was no patient impact in this event.

Manufacturer narrative:
H3: product analysis :evaluation could not be performed for the reported malfunction, in which the bur could not be removed, because the tool could not be inserted into the attachment. The likely cause of the failure is due to broken tip bearing. It was also noted that the color code and markings had faded. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.